Event description:
A us distributor returned a monitor indicating that it could not complete testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was corrosion on multiple components on the computer / analog (ca) board and defibrillator board. The cause of the inability to complete testing is the corrosion. The root cause of the corrosion is liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated monitor.